Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. During the procedure, approx seven minutes into therapy there was a small drop in pressure and the device shut off. After the device was removed from the pt, a small pin hole was noted in the balloon. At that point, the procedure was aborted. The physician felt that seven mins was adequate therapy for the pt. The pt had a large uterus (cavity was 13 cm). There was no adverse pt outcome reported.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.